Event description:
It was reported that the pt was receiving e-stimm rehab with the dynatron machine x 20 minutes to aid in muscle contraction 10 on/30 off at 48 intensity. After about 18 minutes was unplugged and pads removed. Small burn present along medial aspect of upper thigh measruing about 1-2 cm round and grayish in color with tiny blister proximal to burn. Pt at no time compained of pain. Maalox was applied with instruction from physical therapist with tiny cotton swab. Wound was examined by doctor then dressed with dry 2x2 and secured with tape. Silvadene cream given to pt along with instructions in application.